Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 23ga 1in ptk 5 stopper was separated from the plunger. The following information was provided by the initial reporter, translated from portuguese to english: two customer complaints were received for the product of plastipak 3ml sterile syringe with printed lot 2339560 due to defective wide tip needle, syringe with misplaced plunger and needle with a burr on the point. Inspection of the product in inventory of the problem batch is carried out and an additional defect of lack of verticality is detected in at least 50% of the sampling. By this email we notify you of the following deviation for the product of plastipak 3 ml sterile syringe lot 2339560, for which we already have 2 complaints from a customer who has always purchased our product and had never had any observations, mentioning defective needles. With a wide tip, a syringe with a misplaced plunger and a needle with a barred tip in at least 30 syringes of 80 syringes that he has used, which has caused pain and discomfort in his patients. As an immediate action, we carried out an inspection of the product that we still have in inventory, 70 boxes of 40 pieces per corrugated (2800 packages of 5 syringes each) and we detected, in addition to the previous defects, that the needle does not have the desired verticality in at least 50% of our sampling. Derived from the above, it is decided to place the existing product of the problem batch in hold status, hoping to obtain a timely response from you to return it. Additional information received on oct 30, 2023: errata: regarding the quantity we currently have in inventory of the problem product, there are 39 boxes of 40 pieces per corrugated board and not the 70 that were mentioned in the previous email.

Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: ten samples and nine photos received for investigation. Through visual inspection, cannula tip is bent and poorly assembled stopper can be observed on the images. Physical samples were evaluated no defects or issues observed. Unable to confirm bent needle. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for needle point hooked is associated with entry of worn or damaged racks into production lines and possible root cause for poorly assembled stopper is cleanliness of rotating joint. Checking and cleaning the rotating joint disc will be executed. Manufacturing personnel have been notified and additional training has been performed.